Event description:
It was reported that the customer experienced a low blood glucose level of 25 mg/dl. Customer tried to consumed carbohydrates to address bg level. Reportedly, the customer became unconscious, fell, hit head and was taken to the emergency room (ER). Reportedly, customer received no treatment and left the ER two hours later with the issue resolved and no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.